Event description:
The complaint received states that during prep the orbit galaxy (640cx0304/15768317) had prepping difficulty ¿ air in the hub. The procedure was coil embolisation of an unspecified artery aneurysm. No information regarding the vessel/aneurysm was provided. No patient information (age, gender, dob and weight) was provided. Access was obtained from femoral artery. It was noted that when the physician attempted to purge an orbit galaxy (640cx0304/15768317, complaint product) using an unspecified syringe, he found that the air bubble being produced in the hub. Therefore the orbit galaxy was replaced for a new one (640cx0304, lot unknown) which was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No additional information is available. There was no patient injury/complications reported.

Manufacturer narrative:
The complaint received states that during prep the orbit galaxy (640cx0304/15768317) had prepping difficulty ¿ air in the hub. The procedure was coil embolisation of an unspecified artery aneurysm. No information regarding the vessel/aneurysm was provided. No patient information (age, gender, dob and weight) was provided. Access was obtained from femoral artery. It was noted that when the physician attempted to purge an orbit galaxy (640cx0304/15768317, complaint product) using an unspecified syringe, he found that the air bubble being produced in the hub. Therefore the orbit galaxy was replaced for a new one (640cx0304, lot unknown) which was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No additional information is available. There was no patient injury/complications reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15768317 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.